Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial #: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 29-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal bupivacaine 40 mg/ml at 27 mg/day and fentanyl 10 mg/ml at 6.760 mg/day via an implanted pump for an unknown indication. The event/difficulty occurred on (B)(6) 2018 during normal use. The catheter was replaced on (B)(6) 2018 and would be returned. A catheter occlusion was reported. It was noted the existing 8781 aspirated directly during pump replacement had no cerebrospinal fluid (csf) return so it was removed entirely and replaced with an 8781. The tip was now at t4-5 and good csf return to gravity. The existing pump in the right upper quadrant implanted on (B)(6) 2013 was now at five months until the elective replacement indicator (eri), which the rep did not believe to be premature based on the daily volume delivery. It was also reported the pump had three motor stalls since (B)(6) 2018 and was currently recovered ((B)(6) 2018) so the pump was replaced on (B)(6) 2018 and would be returned. Environmental/external/patient factors that may have led or contributed to the issues included combination therapy using two off-label drugs with concentrations and high doses. The drug was transferred from the old pump to the new (27 ml of fentanyl 10 mcg/ml and bupivacaine 40 mcg/ml) and simple continuous decreased from fentanyl 6.760 mg/day and bupivacaine 27.041 mg/day to fentanyl 0.5 mg/day and bupivacaine 2.2 mg/day. The pa dosing also decreased from fentanyl 0.451 mg and bupivacaine 1.8 mg every 1 hour x 19/24 hrs, max 19 to fentanyl 0.05 mg and bupivacaine 0.2 mg every 1 hour x 20/24, max 20. The patient had been inpatient for symptom management since (B)(6) 2018. Post operatively the doctor planned to ¿keep her intubated overnight¿ for pain control and to limit her activity. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight was asked and unknown and would not be made available (legal/confidential reason) and the patient¿s medical history included chronic low back pain. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-oct-24. It was reported that there was a return of pain which occurred on 2018-(B)(6) when the motor stalled. There were no further complications reported/anticipated.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.